Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for device interrogation, but their implantable cardioverter defibrillator could not be located. An x-ray was performed on b)(6) 2021 which confirmed that the device was in fact missing. Noise was also present on (B)(6) 2021, which was attributed to loss of contact. No intervention was reported and the device has not been located. The patient was stable throughout.